Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a chipped top case, missing battery, damaged battery compartment, and the causes weren't seated together. There was a ''battery not working-battery communication timeout' alarm found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the missing battery was the root cause, and a new battery was installed. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the exhibited a constant alarm. There were no adverse patient health effects.